Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d10 - removal of ni. Updated fields: d8, d9, e1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. The customer reported issue could not be reproduced. Investigation conducted included prolonged image observation and operation checks of internal parts that were likely to be the cause, but we were unable to identify the cause. Visual inspection, disassembly, and microscopic examination of the exterior and interior confirmed that there were no abnormalities. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's endoscopic image blacked out. The issue was discovered during preparation for a lower examination diagnostic procedure, but the procedure was completed using the same device. There were no reports of patient harm.